Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. After gaining groin access, the mechanical guidewire was stuck in the versacross dilator which was inside watchman sheath. To resolve, the guidewire was removed by removing the dilator and replaced with watchman dilator. The procedure was completed successfully and no patient complications occurred. The device is expected to be returned for analysis. It was further confirmed the mechanical guidewire did not get to the level of leads prior to becoming lodge. There was no anatomical abnormalities or excessive use of force. To resolve the issue, the versacross rf wire was used instead.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. After gaining groin access, the mechanical guidewire was stuck in the versacross dilator which was inside watchman sheath. To resolve, the guidewire was removed by removing the dilator and replaced with watchman dilator. The procedure was completed successfully and no patient complications occurred. The device is expected to be returned for analysis. It was further confirmed the mechanical guidewire did not get to the level of leads prior to becoming lodge. There was no anatomical abnormalities or excessive use of force. To resolve the issue, the versacross rf wire was used instead.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.